Event description:
A positive advia centaur xp troponin ultra result was obtained by the customer from an emergency room patient sample and subsequent patient sample draws. The results were considered discordant when compared to a negative result from an alternate troponin test method. The customer performed repeat troponin testing on the initial advia centaur xp and on an alternate advia centaur system using both heparin and edta patient samples and another reagent lot and the results did not agree. The patient was admitted based upon the emergency room positive result and discharged the following day. The customer has stated that the patient was scheduled for a heart catheterization due to the patient's clinical symptoms and not because of the positive troponin result. A pre-catheterization sample was drawn for troponin testing and the result was positive. There was no report of adverse health consequences due to the positive troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a functional system check and found no system issues that may have contributed to the discordant results. The fse performed a troponin sample comparison study with reagent lot 065 and reagent lot 066 on both advia centaur systems from random patient samples and the results were comparable. There is no patient sample available for further testing. No conclusion can be drawn. Troponin sample comparison study: (B)(4). The instrument is performing within specification.